Manufacturer narrative:
Continued e1 (phone number):(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported intracapsular rupture of the left device and capsular contracture (baker grade I: breasts¿ shape and suppleness are normal). The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the device. Crease / folding of implant: no observed. As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported intracapsular rupture of the left device and capsular contracture (baker grade I: breasts¿ shape and suppleness are normal). The device has been explanted. This record relates to the left side.